Event description:
It was reported that the 9800 system experienced a pre-charge voltage error upon boot-up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery charger pcb and adjusted voltage. The system was tested and found to be working as intended and placed back into service.